Event description:
It was reported that the insertable cardiac monitor (icm) transmitted episodes through the patient mobile monitor, which showed stored recordings consistent with noise, oversensing, and intermittent undersensing. Observations revealed small sensed signals at times, resulting in false brady detections and noise patterns consistent with prior behavior. A review of surface recordings also revealed noise, suggesting a patient-related source. The caller requested support regarding mapping and potential adjustment of the device location. Technical services provided guidance on surface mapping procedures and directed the caller to the applicable warranty process should repositioning or replacement be necessary. It was also noted that it was unknown whether the patient experienced changes such as device migration or fluid status variations. The icm was explanted and it was returned for analysis and no additional adverse patient effects were reported.